Event description:
As reported by the user facility: infused than faster than programmed time. No injuries reported.

Manufacturer narrative:
This report has been identified as b. Braun medical, inc. Internal report (B)(4): the complaint is still under investigation. A follow-up report will be provided, as soon as investigation has been completed.